Manufacturer narrative:
Results of investigation: vyaire medical's received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. Performed solenoid manifold high and low leak test using a test fixture manometer, the high side down rate is 0.2 cmh2o, and low side down rate is 0.1 cmh2o where the requirement must be =1.0 cmh2o in 1 minute. Unable to duplicate the reported complaint. The uut was tested and found to function to specification. The uut is not the cause of failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit had crc ( reset alarm ), stopped flow and rebooted during use on a patient on the lap top ventilator 2150. The customer reported the patient was provided alternative ventilation/ intervention. The customer confirmed there was no patient harm associated with the reported event.